Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: scratches on the outer housing of the progav 2.0. Permeability test: the test showed that the shuntassistant is permeable, while the progav 2.0 is non-permeable. Computer control test: to check the flow rate of the valves, the valves were tested on a miethke computer - controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer - controlled test showed the opening pressure of the shuntassistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 12,50 cmh2o. This is not within the specified tolerance of 15 cmh2o ± +4/-2 cmh2o. According to our results, we can detect a presence of an accelerated outflow. Due to the non - permeability of the progav 2.0 valve, the computer - controlled test is not applicable. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant´ is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, as detailed in section 7.4 an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we have determined a blockage and a non - adjustability in the progav® 2.0 and an accelerated outflow in the shuntassistant at the time of our investigation. Detected deposits could be named as the cause of the functional deviations. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturing site evaluation: the release for investigation is missing. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (part # fx447t) was implanted during a procedure performed on an unknown date. According to the complainant, the progav 2.0 was believed to be difficult to adjust . The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data submitted.